Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported issue - in-depth analysis revealed that the observed issue most probably resulted from a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. However, reprogramming the patient data following this error led to the generation of unexpected characters in the patient data section, in particular for the lead coil parameter. When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. No issue is suspected on the implant device recommendations: if a pop-up indicating that patient data is missing appears during the in-clinic interrogation of an ICD, the following actions should be performed: the pop-up indicating that patient data is missing should be ignored. The session should then be ended. Upon re-interrogation, the patient data should appear again.

Event description:
Reportedly, last cso file extracted from implant ulys sn (B)(6) is corrupted showing special characters on coil serial number. This corrupted file can't be read by biometry.